Event description:
The customer returned the telescope to olympus repair center for evaluation of a reported light guide adapter that was unable to be removed during reprocessing. The intended procedure was an unknown therapeutic procedure that was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Furthermore, the following additional issue (non-reportable) was identified during inspection: outer tube dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.